Event description:
A report was received that the patient was unable to charge his ipg. It was noted that the patient¿s ipg was non-functional and it was sideways. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the (sn (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge his ipg. It was noted that the patient¿s ipg was non-functional and it was sideways. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well post operatively.